Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery to replace their cuff due to recurring incontinence. There was fluid loss noted in the abdominal area due to the cuff not working properly. The cuff was replaced and no additional patient complications were reported.